Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer stated that they had issue with the insulin pump audio. Insulin pump will be returned for analysis.